Manufacturer narrative:
Concomitant medical products: 383059 lead, 419688 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds, which appeared consistent with historical measurements. The lead remains in use. No patient complications have been reported as a result of this event.